Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11jul19. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue during servicing of the device and replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit had a faulty light emitting diode (led) indicator that powered off due to vibration. There was no patient involvement.